Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A product liability lawsuit was received through a watch service. The lawsuit alleges the following: on or about (B)(6) 2023, the patient's power port-a-cath, 21-4483-24, lot number 3894409 was explanted due to fracture in the catheter resulting in embolization to the right atrium and ventricle of her heart. This device was implanted for the purpose of administering chemotherapy and other treatments associated with stage iii node-positive melanoma of the skin on a lower limb on or about (B)(6) 2020.